Event description:
The customer contacted stryker to report that there were electric arcs on the electrodes that burned the patient and emitted flames. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The customer noted that user error is suspected in this event.

Manufacturer narrative:
Correction to initial MFR report number 0003015876-2023-00331: death date: indicated blank death date should indicate: (B)(6) 2023.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Photographs were provided and reviewed by stryker customer quality engineers. The photographs provided indicate melting on the corner of one of the electrodes, but do not indicate flames. A clinical review of the event was performed. There is no device data or sufficient reported information to determine device contribution to the reported outcome. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to a serious injury or death. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that there were electric arcs on the electrodes that burned the patient and emitted flames. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The customer noted that user error is suspected in this event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The electrodes that were involved in the event were not returned for evaluation. The device that was returned passed performance and functional testing and was returned to the customer. The root cause for the burned electrode is undetermined.

Event description:
The customer contacted stryker to report that there were electric arcs on the electrodes that burned the patient and emitted flames. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive. The customer noted that user error is suspected in this event.